Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited under-sensing, sensing noise, which resulted in an inappropriate auto mode switch (ams), which also led to pacing inhibition. No intervention was made. The patient was stable.